Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was unknown. Customer also reported about pump error alarms. Customer was assisted in performing self test and it passed. Customer declined to troubleshoot for no delivery alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. No audio/beep anomaly noted during testing. Unable to confirm off no power alert, watchdog timeout alarm, unexpected restart alarm and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.